Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 569mg/dl. The customer was experiencing unexplained high glucose for the past two months. The customer stated that recently her glucose level was high during the night, and in the morning. The customer's most recent glucose reading was 103mg/dl, and she has treated with the insulin pump. The customer stated that the insulin pump was exposed to the body scanner and x-ray machines during traveling and she had to take. The programming, time, and date were correct. Troubleshooting was performed, and found that the customer uses cold insulin to fill the reservoir. Advised the customer to let the insulin warm to room temperature. Ran a fixed prime test and passed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.